Event description:
It was reported that the left ventricular (lv) automatic threshold test was detected as greater than the programmed amplitude. Review of the presenting electrogram demonstrated lv loss of capture; the most recent daily measurement was 3.2 v @ 0.4 ms and the programmed output was fixed at 2.5 v @ 0.4 ms. In-clinic review of the device settings was recommended. The lv lead remains in service.